Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected the transfer set from the patient line of the homechoice set to go to the bathroom. The home patient forgot to press pause on the homechoice machine. After receiving the system error alarm, the home patient stated they reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.